Event description:
It was reported that a malfunction alarm occurred. The customer was able to clear the malfunction alarm, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.